Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable and severing ECG c and d from the cable. Additionally, the ECG c and d covers and domes were missing. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt failed incoming functionality testing.